Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon-related surgery, surgeon was able to fire the device. Surgeon was not able to press the green button and squeeze the handle. Surgeon replaced the device to resolve the issue. No patient injury.